Event description:
A malfunction occurred, indicated by a malfunction code and fault ID. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to reset the pump because charging supplies were unavailable; technical support provided pump reset information, and the patient was advised to follow up to reset the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.